Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of extrusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was extrusion. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported implant removal on an unspecified side due to device "poking out" and additionally reported "left breast shows bubble." Device has been explanted. This record is for the left side.